Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used the venaseal to successfully treat the full length of the great saphenous vein (gsv) using local anesthesia as per IFU. The patient had no known allergies. No difficulty was encountered during the procedure. It was reported the patient presented 12 days post op with warmth, redness and tightness in the upper thigh. The patient did inform the physician that she had been for a tan the previous day. The patient was prescribed nsaids and antihistamine. The patient is reported to be doing much better.